Event description:
Abutment change due to skin overgrowth.

Manufacturer narrative:
Skin overgrowth are known possible post-operative complications and are considered in the rmf. There are to date no indications of increased incidence of occurence with the ponto system compared to similar products on the market. Based on the available information no further actions are taken at this point.